Manufacturer narrative:
Follow up report. (B)(4). Updated:b4,b5,d2,d9,g1,g3,g6,h1,h2,h3,h6. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Single xr reviewed and not submitted to radiology for review. With correspondence, it was noted that the periprosthetic fracture occurred from a traumatic fall down stairs. Submission would not enhance the investigation. Based on the available information, the sequence of events cannot be definitively established, and it is unknown if the fall lead to the periprosthetic fracture, or if a periprosthetic fracture lead to the fall. In conclusion, the reported event can be confirmed, but a definitive root cause cannot established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). D10: ms-30, distal centralizer, cemented, 10/12, #item: 0100351012, #lot: 3208021. Biolox, delta, ceramic femoral head, #item: 00877503602, #lot: 3165597. Therapy date: on (B)(6) 2025. G2: foreign country australia. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a hip revision approximately 6 months post implantation due to a periprosthetic fracture following a fall down stairs. Attempts have been made and additional information on the reported event is unavailable at this time.